Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A family member called on behalf of the customer who obtained sensor readings of 11.8 mmol/l, 9.8 mmol/l, and 8.4 mmol/l when compared with a competitor¿s brand meter results of 15.1 mmol/l, 12.8 mmol/l, and 10.8 mmol/l. No symptoms were reported however, the customer received unknown treatment from a third party and no further information was reported. There was no report of death or permanent impairment associated with this event.